Event description:
The customer reported that during a bench repair, the system speaker malfunctioned. The device was not in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker did not produced sound. He device speaker was confirmed to be not functioning per specification during testing indicating that there was no sound at the time of the event. The speaker has been replaced per current process. The device was operational after repairs were completed.